Manufacturer narrative:
The reported complaint of the autopulse platform not powering on was not confirmed. The autopulse platform (sn (B)(4)) powered on properly when the power button was pressed and passed two 15 minutes functional tests with the large resuscitation testing fixture (lrtf) without any issues. Evaluation of the platform found no issue and functions as intended. During visual inspection, cracked motor cover and patient head restraints were observed. These types of physical damages on the ap platform can occur due to normal wear and tear. The damaged parts identified were replaced and were unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in may 2005. The device has been operating for over 13 years and has exceeded its expected serviceable life of 5 years. The ap platform archive was downloaded, however, data review could not be performed due to the date was corrupted historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) did not power on with several good fully charged autopulse li-ion batteries. No patient involvement.